Event description:
It was reported via ms&s "nurse calling on behalf of a patient who she believes has an occluded 3f powerpicc provena (ref (B)(4), lot# refr0253). The patient's PICC was implanted on (B)(6) 2022. Also, she believes the catheter tip is not in the right location. The documentation stated on 1-3cm is out of the arm but it looks like a foot of the catheter is out of the arm. She tried to aspirate for blood without success. The patient was told to call mi number if there was any problems with the PICC line" ms&s response: informed for catheter occlusion we typically recommend contacting the physician to see is tpa can be ordered for possible fibrin buildup. Recommended contacting the doctor so the catheter can be assessed if the PICC catheter is malposition

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refr0253 showed no other similar product complaint(s) from this lot number.